Event description:
It was reported that the customer experienced high blood glucose levels of 574 mg/dl. The customer was using manual injections at the same as she was on insulin pump therapy. The customer stated that she had changed her infusion set three times within three days. Troubleshooting was done. The customer had treated herself with a manual injection and stated that she did not express any symptoms of high blood glucose levels. The customer stated that she did see a couple of little bubbles in the tubing. Assisted with removing the bubbles, and insulin was able to exit. Customer stated that she received many alarms. After troubleshooting, advised the customer that the insulin pump was working as designed. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. Customer also mentioned that she had been sick for 8 weeks. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.